Event description:
The complainant has been classified based upon info given to the customer care advocate, cca, in 2008 by the reporter/layperson. This senior medical affairs specialist has been unable to speak with the pt/layperson's son as she requested on 3/6/2008. A letter was sent. The daughter-in-law informed the cca that the pt's week old onetouch ultra had been prompting error 2 on original date. Although the issue was resolved over the phone, the cca replaced all products. Reportedly the family called on the same day at 11:40am et, at 8:10pm and at 9:05 pm because the pt was "incoherent, dizzy and out of it." Although the pt experienced the symptoms before the ER 2 issue, the reporter did not indicate whether er2 prompted throughout the day or whether the family attempted to treat the pt's symptoms. Results on the emt meter for each event were 22 mg/dl, 22, and 46. The pt was treated by emt with IV fluids and two glucose tubes. The reporter did not specify whether the pt received the same treatment during each visit. Because the family was unable to obtain a result before the pt's bedtime, presumably after the last emt visit, they took her to the ER for a blood glucose test. Although there is no indication the product malfunctioned since the issue was resolved, the complaint is classified as a serious injury as the reporter had indicated the pt was treated by emts for hypoglycemia on multiple occasions during the day of the reported issue with the meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.